Event description:
It was reported that when the pulse generator was connected to the lead it exhibited an inappropriate rate decrease, only pacing at half of the programmed rate. A different pulse generator was implanted.

Manufacturer narrative:
Final analysis found a defective integrated circuit chip which caused the incorrect pacing rate measured data anomalies. After the integrated circuit chip was replaced, normal device function ensued.